Event description:
It was reported that stent thrombosis, chest pain and myocardial infarction occurred. In 2013, a promus element plus stent was implanted. Five and a half months later, plavix and aspirin were discontinued. Nine months after the patient stopped taking medications, the promus element stent thrombosed. In (B)(6) 2014, the patient presented with an acute myocardial infarction. Thrombectomy was performed and a rebel stent was then implanted to treat the lesion. The physician noted that possibly due to a shorter duration of plavix contributed to the developement of thrombosis. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).